Event description:
In 2000, the audiologist reported that the patient showed an increase in perceived loudness levels on three electrodes. Reprogramming was recommended. Despite multiple requests, no further info was provided. In 2008, the audiologist reported that this patient had been explanted due to "electrode/device failure" in 2001. The patient was reimplanted at that time. The device was not returned to the MFR for analysis.

Manufacturer narrative:
This report filed on august 26, 2008.